Event description:
The customer reported that the tidal volume too low while in use on patient. The customer reported no patient harm. The field service engineer replaced the gas delivery system to address the issue. The unit passed all applicable testing.